Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the tubing set during treatment. Pt was in the first dwell of treatment. The leak was noted an inch away from the blue pin on the tubing set. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.